Manufacturer narrative:
Reporting address state: (B)(6) reporting address postal: (B)(6) reporting institution phone #: (B)(6) reporter phone #:(B)(6)

Event description:
Philips received a complaint by the customer on the v60, indicating that the touch screen had misalignment in touch position. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and confirmed the issue. A calibration of the touch screen was performed in an attempt to resolve the issue but was unsuccessful. The touchscreen was then replaced to resolve the issue. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The pil technician verified that the flex circuit resistance verification had passed, however, the resistance ratio between pin 1 to 4 and pin 2 to 5 was 1.3, which is high and out of specifications. The touchscreen was tested, the failure was confirmed.